Event description:
Customer reported receiving a battery icon on his locked freestyle flash meter. The device was returned and during the course of the investigation it was discovered the meter was now unlocked with the uom selectable. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked to (mg/dl). Errors 0300, 0015 and 0806 errors were found in error log indicating battery droop. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.